Manufacturer narrative:
2249697-3/13/2015-003r has been initiated to recall the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a primary gmrs surgery, when the package was opened, the product in the box 6476-8-250 lot ejplc did not match the details on the label 6476-8-260 lot ejplc. The product mix was immediately noticed and another device was available. No adverse consequence or delay in surgery.

Manufacturer narrative:
An event regarding a product mix / labelling discrepancy involving a kinemax stem extender was reported. The event was confirmed. Method & results: visual inspection of the component confirmed that the catalog number on the stem component and on the label do not match, the label is incorrect. Medical review was not performed for this event as the component was not implanted and medical records were not received. DHR review noted a discrepancy between the certificate of conformance from the vendor that manufactured the components and the stryker device history record. The cert from the vendor referenced part number 64768250 and the stryker DHR referenced the incorrect part number, 64768260. Chr review determined that there are 3 other similar events reported. This is a lot specific issue an is under recall 2249697-3/13/2015-003r. Conclusions: both review of the device history record and the returned component confirmed the reported event. The DHR that was issued for this batch has the incorrect catalog number, therefore the labels issued from the DHR information are incorrect and do not match the physical product. Nc concluded the root cause of occurrance is that purchased sub components (not routed through iec) currently are not verified by bpcs. The root causes of escape is that the mrc and packaging operators completed line clearance incorrectly.

Event description:
During a primary gmrs surgery, when the package was opened, the product in the box 6476-8-250 lot ejplc did not match the details on the label 6476-8-260 lot ejplc. The product mix was immediately noticed and another device was available. No adverse consequence or delay in surgery.